Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and seven (7) days post-procedure (pod7) ed presentation for urinary retention. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a right ureteroscopy with biopsy and laser ablation of right ureter tumors procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Per operative note, the physician discovered three (3) small tumors of the mid and distal ureter which were biopsied with a piranha biopsy forceps. Seven days post-procedure (pod07), the patient presented to the emergency department (ed) for urinary retention. A catheter was placed, and the patient was discharged without admission. Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.